Event description:
Hcp reports an intrathecal drug delivery pump that stopped working with the patient experiencing increased pain. The drugs being used in the pump were dilaudid, bupivicaine, and clonidine. The pump stopped working after 71 months implant duration. A study was done with no disruption in catheter integrity. Another study was done and the roller did not move. There was an unconfirmed reservoir volume discrepancy. No pump alarms were heard by the patient or the hcp. The device was explanted and replaced. The explanted device was returned to the manufacturer for analysis. The patient was unharmed.

Manufacturer narrative:
Final device analysis results reveal - motor gear shaft wear.